Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6) 2013 at 2:00am she developed symptoms of ¿sweating and hot flashes¿. Five minutes after onset of symptoms, the patient reported testing her blood glucose and obtaining blood glucose readings of ¿89 mg/dl¿ with the subject meter and ¿49 mg/dl¿ on another device (accu-chek meter). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. The patient reported that at 2:10am she was at the hospital and was treated with IV glucose and taken off of insulin. No additional information regarding the event was provided. Prior to onset of symptoms, it is not known when the patient had last tested with the subject meter. At the time of troubleshooting, the cca noted that the patient did not have the subject meter or testing supplies with her. Replacement products were sent to the patient. Although the patient was treated for a serious injury by an hcp, there is no evidence that the alleged meter issue caused or contributed to this injury. The patient was symptomatic prior to obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (02/15/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.